Event description:
It was reported that the foley catheter balloon could not be inflated. Despite attempting balloon dilation, the balloon could not be inflated. Damage was confirmed in the balloon section, and its use was discontinued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.